Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient last used and charged the ipg approximately two months ago. As such, the ipg would no longer communicate with external devices. Surgical intervention is planned to address the issue.